Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that the patient felt intense stimulation when lying down to the point where they could hardly stand it. The patient would turn the stimulation down and could still feel the tingling, so then they would turn stimulation off. The patient stimulation would be set to zero when they woke up in the morning. During the call, the patient checked adaptive stimulation settings and the stimulation settings for lying on back was not zero. The tingling was so intense that the patient was not able to check their settings for lying on their left side and lying on their right side. There are no falls or traumas associated with the event. The patient was advised to follow up with healthcare provider (hcp). No further complications were reported or are anticipated. Indication for use is spinal pain.